Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and sensing were noted on the right ventricular (rv) lead. Lead dislodgement was confirmed by diagnostic imaging. During the revision procedure, the guidewire was unable to be inserted through the old rv lead so the lead was explanted and replaced. The patient was in stable condition.